Event description:
It was reported that the customer was hospitalized in 2007. Customer's blood glucose levels at the time of hospitalization 38mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also mentioned that the customer forced the reservoir into the insulin pump while connected, and insulin squirted into his system. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.